Event description:
It was reported that the customer had a moisture damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that condensation is inside the screen of the insulin pump and up buttons sticks. The customer declined 24 hours helpline.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.